Event description:
According to the reporter, during the partial resection of the interstitial pneumonia, when applied on the lung, while using the 12mm. Radial reload, the firing stopped at midway. The reload was changed to 15mm. Radial reload and the firing could be done. It was noted that there was a tear or rupture near the staple line, so additional manual suturing was performed.

Manufacturer narrative:
D10 concomitant products: sigradmt, tri 2.0 sigradmt rad med thk 12mm (lot # n4k2023y) sigpshell, sig power sigpshell control shell (lot # unknown) sigadaptstnd, sig power sigadaptstnd linear adapter (serial # unknown) sigradxt, tri 2.0 sigradxt rad xtra thk 15mm (lot # unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.